Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented due to shortness of breath and syncope. There were no episodes stored in the device around the time of the syncope; however, three former episodes were reviewed. A sensing issue was noted in those episodes. Though it was unclear if there was electromagnetic interference (emi) present or if it was ventricular fibrillation (vf) undersensing. The cause was unable to be determined. The presenting egm was normal showing the device was working as expected at that time. A rv automatic threshold test was done and confirmed normal sensing and capture. This product remains in service. No adverse patient effects were reported.